Event description:
It was reported that the sensing integrity count was high. The chronic lead impedance has risen. The lead is still in use. Additional information received indicated that there was a suspected insulation breach leading to oversensing on the right ventricular lead 6936. The replacement right ventricular lead 5076 had oversensing and a suspected fracture. The leads were explanted and not replaced because the patient no longer needed an ICD system. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the sensing integrity count was high. The chronic lead impedance has risen. The lead is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed and no anomalies were found. It was noted that all conductors were distorted, the proximal conductor was cut, all conductors were stretched, there was blood/body fluid on all conductors (not obstructed), the inner and outer insulation was kinked/buckled, all insulation was torn, the outer insulation was breached cut, there was a white substance on the tip electrode, the outer insulation had a cosmetic depression, the helix was distorted/bent, there was blood in/on the helix mechanism, there was apparent explant damage, the lead was stretched and there was explant damage. The analyst also noted that the lead was received with a white substance on the helix that may have contributed to the reported electrical issue. No evidence in analysis shows cause for the sensing integrity count. The condition of the lead did not permit electrical testing. (B)(4) the partial lead was returned in segments, analyzed, and no anomalies were found. It was noted that the distal conductor was distorted, the proximal condcutor was cut, there was blood/body fluid on the distal conductor (not obstructed), the outer insulation was melted, the outer insulation was pulled apart due to overstress, the middle insulation had metal induced oxidation, the outer insulation had cosmetic environmental stress cracking, the outer insulation was breached cut, the outer insulation had a cosmetic depression, the outer insulation had a white substance, and there was apparent explant damage.

Manufacturer narrative:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned in segments, analyzed and no anomalies were found. It was noted that all conductors were distorted, the proximal conductor was cut, all conductors were stretched, there was blood/body fluid on all conductors (not obstructed), the inner insulation was kinked/buckled, the outer insulation was kinked/buckled, all insulation was torn, the outer insulation was breached cut, there was a white substance on the tip electrode, the outer insulation had a cosmetic depression, the helix was distorted/bent, there was blood in/on the helix mechanism, there was apparent explant damage and the lead was stretched. The analyst also noted that the lead was received with a white substance on the helix that may have contributed to the reported electrical issue. No evidence in analysis shows cause for the sensing integrity count. The condition of the lead did not permit electrical testing. (B)(4): the partial lead was returned in segments, analyzed and the distal conductor fractured. It was noted that the distal conductor was distorted, there was blood/body fluid on the distal conductor (not obstructed), the outer insulation was melted, the outer insulation was pulled apart due to overstress, the middle insulation had metal induced oxidation, the outer insulation had cosmetic environmental stress cracking, the outer insulation was breached cut and the outer insulation had a cosmetic depression.

Event description:
It was reported that the sensing integrity count was high. The chronic lead impedance has risen. The lead is still in use. Additional information received indicated that there was a suspected insulation breach leading to oversensing. No patient complications were reported as a result of this event. It was reported that the sensing integrity count was high. The chronic lead impedance has risen. Additional information received indicated that there was a suspected insulation breach leading to oversensing. The lead was explanted and not replaced. No patient complications were reported as a result of this event.